Manufacturer narrative:
Lot number not provided by the reporter. Expiration date unknown as lot is unknown. UDI #: unknown as lot is unknown. (B)(4). Event evaluation; a dimensional verification, along with a review of the complaint history, instructions for use (IFU), quality control, trends and a visual examination was conducted during the investigation. The sheath was returned in a used and damaged condition. The device was inspected; which revealed the device was stretched, starting 18 cm from the proximal end of the sheath. It was also noted that at approximately 22.5 cm from the proximal end, the sheath shaft was severely stretched. About 40.5 cm from the proximal end, the sheath had severe stretching and elongation until the point of separation. There is no evidence to suggest that the device was not made to specification. The instructions for use states the intended use, "introducers are intended for introduction of balloons, closed and non-tapered end catheters or other diagnostic and interventional devices." Also the warning states, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." With the information provided, the root cause was determined to be not following instructions and labeling due to the device remaining in the patient for 3 days. The appropriate internal personnel have been notified. Per the quality engineering risk assessment (qera); no further action is required.

Event description:
The patient identified international normalized ratio (inr) for anticoagulant monitoring was at 2.8. The device was not removed. The inr dropped to 1.8 and interventional radiology manager decided the device need to be removed. The interventional radiology manager stated that the device did not feel right when it was pulled on. Another interventional radiology tech was called to remove it; but the attempt was unsuccessful. The interventional radiologist physician was called in. He pulled on the sheath; which resulted in the sheath breaking off inside of the patient in the pelvic area. Information was provided that the patient's anatomy is very tortuous and calcified. At this time the piece will not be retrieved but the patient is doing well additional information was provided that the patient is needing an amputation due to other health issues; however, has refused the amputation.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
The patient identified international normalized ratio (inr) for anticoagulant monitoring was at 2.8. The device was not removed. The inr dropped to 1.8 and interventional radiology manager decided the device need to be removed. The interventional radiology manager stated that the device did not feel right when it was pulled on. Another interventional radiology tech was called to remove it; but the attempt was unsuccessful. The interventional radiologist physician was called in. He pulled on the sheath; which resulted in the sheath breaking off inside of the patient in the pelvic area. Information was provided that the patient's anatomy is very tortuous and calcified. At this time the piece will not be retrieved but the patient is doing well additional information was provided that the patient is needing an amputation due to other health issues; however, has refused the amputation.